Event description:
Customer reported that motor got hot and burned.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician damaged bearings were found due to wear from strain, or normal wear, flex and motor were faulty, coupling axis is broken and hose is worn. Item exchanged with replacement.